Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device was not providing enough torque to the oscillating saw attachment device. During service and evaluation, it was determined that the device failed the following assessments at pretest: check the attachment coupling, check attachment coupling with attachments, check for untrue running, check for excessive noise, check the power with test bench, and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction data: upon complaint review, it was determined that it was inadvertently missed in the initial medwatch that during evaluation it was observed that the motor had seized, was jammed and moved heavy; and that the gear was broken and the coupling was not proper. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction data: the date returned to manufacturer was documented as oct 15, 2016 on the initial report. It has been updated as oct 29, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.